Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed; analysis was inconclusive, but a telemetry problem was noted due to no device output. It was also noted that at the time the device was received, the detections were on and also the leads were attached. This may have caused the device to go to the "no output, no telemetry" state after receipt of device. (B)(4).

Event description:
The device was returned to the manufacturer with no information after being explanted, and subsequently tested out of specification. Follow-up with the physician's office revealed the patient was deceased. It was further noted the patient was in hospice care, ex perienced ventricular fibrillation (vf), and received appropriate therapy from the device. The device was then inactivated for the hospice patient's passing. No patient complications have been reported as a result of this event.